Manufacturer narrative:
(B)(4). Only the stent implant was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified chronic total occlusion of the proximal right coronary artery. The patient presented with congestive heart failure. A 4.0 x 33 mm xience xpedition stent was advanced through an unspecified guiding catheter; however, it failed to cross the lesion and the stent dislodged from the balloon to the femoral artery as it was being removed from the anatomy. The stent was then removed with a snare device. Then, a 4.0 x 33 mm xience prime stent was used to successfully complete the procedure, and the patient was in stable condition. There was no adverse patient sequela reported. No additional information was provided.